Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that their upper aligners caused pain and severe inflammation. They were examined by their dentist and found to have an infection in their gums. The dentist recommended to patient to stop aligner treatment while they are treated for the infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.